Event description:
It was reported that during repositioning of the right ventricular lead, the pulse generator's ventricular setscrew either came out of the screw channel or the head of the setscrew was damaged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.